Manufacturer narrative:
(B)(4). Follow up emdr submission for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for their release were met. Lot #0000820273 was manufactured on 08/18/2015. Sample not returned: based on the investigation results, a definitive root cause could not be identified for the reported failure mode through this investigation since no sample was returned for analysis. This failure mode will be entered into the complaint tracking system and tracked & trended for future occurrences of any similar failure modes.

Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted upon completion of investigation.

Event description:
Medical specialties - irritation reporter (in home patient) verbally stated that she had an allergic reaction to the new material used for the water proof covering. This caused her to break out in a rash and it is pulling skin off her abdomen. It was confirmed that there was patient involvement and patient harm. Additional information received 19 oct 2015 via phone call to customer: lot number updated to 820273. Her skin became irritated and peeled off where the new tegaderm was placed. She is waiting for an unspecified type of wipe from her doctor to arrive to soothe the irritation. In the meantime, she is using bandaids and neosporin. Pt is a (B)(6) female. She declined to offer any other personal information regarding her diagnosis.